Manufacturer narrative:
(B) (4). Results: mi.

Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Patient had two lesions treated during index procedure. One endeavor rx drug-eluting stent implanted to mid rca. One endeavor rx drug-eluting stent implanted to right pda as treatment of the target lesion (ref MFR# 2953200-2010-01015). It is reported that a dissection occurred during index procedure. One endeavor rx drug-eluting stent was implanted to right pda as treatment of complication/dissection after stent implantation to cover target lesion (ref MFR # 2953200-2010-01016). It is reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. Patient was asymptomatic/free of symptoms at one month, six month, one year and 1.5 year follow-up.